Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Since product was not returned, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint folders for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger of a tecnis simplicity preloaded intraocular lens (iol) was "curved" that scratched the iol optic. The iol was removed and replaced with a model zcb00 iol during the same procedure. The customer indicated that the surgeon noted there was some resistance when advancing the lens. The surgeon saw that the plunger was bent but continued to proceed until he noticed the lens was scratched. There was no additional surgical intervention required and patient outcome was not reported. No further information was provided.